Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; b6; d2; d4; g1; g3; g6; h1; h2; h3; h6. D4: expiration date corrected. H6: proposed annex g code mechanical (g04) head. Medical records confirm the reported event of pain and swelling. However, the reported event of an allergic reaction is not confirmed as the implants do include the compounds that the patient is allergic to (ferric fluoride and manganese fluoride). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a healthcare professional. Radiographs were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; b6; b7; d2; g1; g3; g6; h1; h2; h10. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Cmp-0940053 multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): - 11-210062 (66192759) - 11-210099 (341750) the customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following an initial left radial head arthroplasty, the patient alleged that they were experiencing pain, swelling, nausea, weakness, and a possible allergic reaction approximately five (5) months post-implantation. Attempts have been made, and no further information has been provided.